Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. It was reported that the treated lesion had significant calcification and 90% stenosis, both of which could have contributed to the balloon rupture. However, the device was not returned and without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal circumflex which had heavy tortuosity, heavy calcification, and 90% stenosis. The voyager balloon catheter ruptured during the first inflation at 12 atm. Another company's balloon catheter was successfully used and a stent was deployed. Reportedly, there was no pt injury. No additional event or pt info is available.